Event description:
At a fitting session on the (B)(6) 2022 the user reported a worsening in speech with the device within the last month. A CT scan and further medical intervention is considered, however no further information on this was received.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Diagnostic imaging and further medical intervention was considered but no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the latest fitting session on (B)(6) 2022 the user reported a worsening in speech with the device within the last month. CT scan is considered and will be scheduled in january 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
At a fitting session on the (B)(6) 2022 the user reported a worsening in speech with the device within the last month. The user has been explanted on (B)(6) 2024.

Event description:
At a fitting session on the (B)(6) 2022 the user reported a worsening in speech with the device within the last month. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.